Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's insulin pump's reservoir had occlusions in the form of air bubbles. The customer's blood glucose level was 163 mg/dl. Standard troubleshooting was unable to be performed since this was a past event. The customer was advised to store his insulin at room temperature. The product is not being returned. Nothing further was reported.